Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "tip of the instrument was cracked." Failure analysis found the primary failure of cracked distal clevis to be related to the customers reported complaint. The permanent cautery spatula instrument was found to have a cracked distal clevis. No material appeared to be missing. Root cause of this failure is attributed to mishandling/misuse. The permanent cautery spatula instrument was found to have damage to the conductor wire¿s insulation. As a result, the internal wires were exposed. Electrical continuity was performed and passed. No thermal damage was observed. Root cause of this failure is attributed to a component failure. A review of the procedure logs confirmed that the permanent cautery spatula was last used on (B)(6) 2022 via system sk1188. This complaint is reportable due to the following: the instrument had damage to the conductor wire¿s insulation. As a result, the internal wires were exposed. The exposed conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during central processing that, the tip of the permanent cautery spatula instrument was cracked. There was no report of patient involvement.